Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the analyzer failed atrial and ventricle pacing light emitting diode (led) operation. The analyzer was to be sent for repair.

Event description:
The analyzer was returned for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.